Event description:
Broken tubing; tubing was found to be broken off at the edge of female connector during set up.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit in open original package. Kit was not used. Tubing was completely broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.